Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittent loss of connection issues occurred between the transmitter and the pump. A root cause could not be determined. No additional patient or event information was available.